Manufacturer narrative:
The reported event could not be confirmed as the customer will not be returning the device for evaluation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke off in the patient's bone during a procedure. The pin broke while being inserted into the tibia. The pin was removed from the patient's bone using a wire driver or pliers. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.